Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a cooling fan speed error. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. Per diagnostic performed by an engineer, the back fan did not turn because there was a piece of the foam filter stuck. Device repair is currently pending.

Manufacturer narrative:
Per good faith effort (gfe) response received, the authorized service personnel removed the piece of foam and confirmed that the fan started to spin normally again. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.